Manufacturer narrative:
"Reported issue: reamer shaft locking mechanism broken during impaction. Product inspection: product was not inspected as the product was not returned for evaluation. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/03/2017. No non conformances were identified for this lot. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19380816 shows 12 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) & CAPA 1450905."

Event description:
Reamer shaft locking mechanism broken during impaction. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Reamer shaft locking mechanism broken during impaction. Case type: tha.